Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had lower extremity numbness that was possibly related to the device or therapy. The issue resolved without sequelae. Additional information was received on 2024-oct-2024. It was stated that they reprogrammed component: there was an inpatient hospitalization. Entire system action date: (B)(6) 2024 but explanted/not replaced component: entire system action date: (B)(6) 2024. It was possible related to the device or therapy but not related to the implant procedure. The etiology was unknown. Resolved without sequelae (B)(6) 2024

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.